Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned the implant does not hold a charge like it used to. Patient stated the charge use to last 3 and half days and now the charge lasts every 1 and half day. Patient stated she would get 'terminated' on the screen when recharging and not sure what it meant. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) reviewed how the ins function, terminated on controller screen and recommend patient monitor the ins function and consult with her doctor's office regarding ins not holding a charge.